Event description:
Healthcare professional reported, "deflated left saline implant". Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on radius side assessed, as fold flaw opening. Additional observations: creases were observed, wear abrasion observed. Yellow particles observed, inner the surface of the shell.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "deflated left saline implant." Device explanted.

Event description:
Healthcare professional reported "deflated left saline implant." Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a;

Event description:
Healthcare professional reported "deflated left saline implant." Device explanted.